Event description:
The ve lvas was implanted for use in 1999. In 2000, the pt reported intermittent red heart alarms and also feels changes with the pump, possibly stopping. The pt was admitted to the hosp for evaluation. The MFR was contacted, the info was reviewed and waveform data was sent to the MFR. The MFR was on-site to perform an evaluation of the lvad percutaneous lead in 2000, no problems were noted with the lvad percutaneous lead. Analysis of the waveform data did not reveal any abnormal motor performance. The pt was listed as 1a for transplant. The pt has aortic insufficiency and normally runs in auto mode at 118 to 120bpm. The pt was placed on a fixed rate of 85bpm and was tolerating the rate change well and is awaiting transplant.